Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise on the right ventricular (rv) and atrial channels. The noise was being intermittently oversensed. An x-ray revealed insulation damage to both leads due to subclavian crush. A revision procedure was performed and both leads were removed from service no additional adverse patient effects were reported.